Manufacturer narrative:
All operating currents were within specification. Pump error 25 was noted due to a connector resistance issue. The insulin pump was received with a missing retainer and a missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir in place due to the missing retainer.

Manufacturer narrative:
All operating currents are within specification. Power error noted due to connector resistance issue electrical board. Device received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received power error detected alert. Customer's blood glucose value was unknown. The insulin pump will not be returned for analysis.